Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead had low impedance and triggered a polarity switch. It was further reported that the right atrial (ra) lead also had low impedance and had triggered a polarity switch. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.